Event description:
Contact reports the polyaxial screw was explanted due to device breakage. The screw had been implanted for approximately two years and the patient's spine had fused. Also see medwatch report nos. 1529439-2006-00215 and 1526439-2006-00217 for additional devices involved in this event.

Manufacturer narrative:
Examination of the returned device found a break in the shank of the screw. The brekage is consistent with a fatigue fracture. Review of the device history record found the lot met specification requirements when released to stock. The device is intended to be a temporary fixation device to aid in the process of fusion, and breakage can occur due to delayed union or non-union, as well as cyclical loading of the device over time. Notches, scratches or bending of the implant during the course of surgery may also contribute to early failure. These precautions are stated in the instructions for use (IFU) supplied with the device. At this time, the complaint is considered to be closed.